Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient "presented in the hospital" on (B)(6) 2025 with signs and symptoms of overdose. The physician ordered for the patient's pump to be turned off. The patient had been on narcan since in the hospital and they planned to give the patient narcan again. The reporting hcp was transferred to the national answering services for in-person assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.